Event description:
The manufacturer received information alleging an issue with the tidal volume delivery. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's machine flow sensor was found to be contaminated and was replaced to address the issue.